Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised to swap out the uim (user interface module) with another to see if the problem persists. If the problem goes away then it confirms that the uim is the issue. If the problem continues then the blender is bad and the gde (gas delivery engine) will need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator unit is reading high fraction of inspired oxygen (fio2). The customer confirmed that there was no patient involvement associated with the reported event.